Manufacturer narrative:
Similar complaints for this issue were trended including the reported meter. It was concluded that the number of complaints for the meter did not breach thresholds indicative of a systemic issue. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function.

Event description:
On february 23, 2023, a representative for the patient contacted lifescan (lfs) USA, alleging that the patient¿s onetouch ultra 2 meter returned inaccurate high results compared to another device. The complaint was classified based on the customer care agent (cca) documentation and on additional information by the medical surveillance specialist after reviewing the call recording. The alleged inaccuracy issue occurred on (B)(6) 2023 at approximately 7:00pm. At this time, the reporter checked on the patient and noticed that they were ¿uncommunicative¿, had a ¿fixed stare¿ and was ¿immobile¿. They performed a blood glucose test using the patient¿s ot ultra2 meter and gen ultima brand test strips (generic test strips for use with ot ultra2 meters) and stated that they obtained a result of ¿79 mg/dl¿ on the subject device. Due to the symptoms that the reporter was observing they did not provide any medication/treatment and instead called the emergency services. At approximately 7:30pm the attending paramedic performed a blood glucose test on the patient with their meter and obtained a reading of ¿39mg/dl¿. The patient manages their diabetes with lantus (29 units in the morning and 29 units in the evening) self-adjusting novolog. The patient was treated with an unknown amount of IV glucose by the paramedic. In addition to this incident, the reporter also said that at 6:50am on (B)(6) 2023, they used the patient¿s device and obtained a result of ¿172mg/dl¿ and at 6:55 they used their own meter and obtained a reading of ¿132mg/dl¿. The reporter claims that whenever they use the patient¿s meter they have to subtract 40 to get what they believe to be the true result. At the time of troubleshooting, the cca noted the unit of measure was set correctly on the subject meter. The patient did not have control solution to conduct a performance test. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly received hcp treatment for an acute low blood glucose excursion while using the product and the subject meter could not be ruled out as a cause or contributor to the event.